Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted a setscrew mark on the terminal pin. There were surface cuts in the insulation. The helix was retracted and there was blood infiltration into the helix housing. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The rv lead and device are expected to be returned. Once the products are returned and analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) presented with slowly increasing pacing impedance measurements (250-500 ohms) since implant in (B)(6) 2016. In addition, the shock impedance measurements increased to above 125 ohms during the same time frame. No other issues were noted. The measurements did stabilize; however, it was decided to perform a revision to explant the system. During the procedure, the rv setscrew became stuck on the non-boston scientific torque wrench, causing the setscrew to almost come out of the device header. The rv lead and ICD were explanted and successfully replaced. No additional adverse patient effects were reported.